Event description:
It was reported that the patient presented for a normal follow up. Upon interrogation, battery voltage was below eri. Short margin to eri was noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of sudden battery voltage drop to eos was confirmed via review of device data. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the sudden battery depletion.